Event description:
It was reported to MFR that the vns pt had experienced an increase in seizure activity over the past two months. The physician also had reported that when the vns device was interrogated at the follow up visit due to the increase in seizures, that the magnet output current was set to 0ma, which the physician did not believe was correct. Review of the pts programming history revealed that the magnet output current had been programmed to 0ma in 2008. This was not intentional, but it was an error made by the physician at that time. No programming anomaly occurred. Further follow up with the treating physician revealed that there is no explanation to the increase in the seizure activity, as there had been no medication changes, or other contributory external factors that she is aware of, and the magnet setting of 0ma does not coincide with the timing of the onset of the seizure increase. The physician stated that the pt's seizure activity has now returned to baseline. Other than re-programming the device to the intended magnet output setting, there wer no other interventions taken. Diagnostic testing performed following the onset of the increase in seizures revealed normal device function.